Event description:
It was reported that during use of the device in a laparoscopic intestinal resection procedure, there was a sudden loss of gas. They noticed it was coming from the trocar and the trocar was noted to have cracked and broken into pieces in numerous areas. All pieces were immediately collected. It is unknown how the procedure was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Date sent: 04/24/2012. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: did anything unusual happen before the trocar cracked and broke into pieces? Pneumo was lost and they searched to discover how/why. Did any of the pieces fall into the patient? No. You mention that the broken pieces were quickly collected by the nurses and doctor, did they recover all pieces? Yes. Other than picking up the pieces, was any other intervention required to locate and remove all pieces? No. Non identifying patient information - age, sex, weight, pre-existing medical conditions. None given. What was the condition of the patient following surgery? Stable/discharged. The analysis results found that the device was received with the olive button latch broken. However, it was functionally leak tested and passed. No conclusion could be reached as to how the damage to the olive latch occurred. One possible cause for the damage found on the olive, may be excessive external load placed on the device. The batch history records were reviewed with no anomalies noted during the manufacturing process.